Event description:
Pt admitted due to left renal calculi scheduled to have left retrograde pyelogram left flexible ureteroscopy laser lithotrispy. Placement of left ureteral stent. During case a loud pop was heard, fiber off sterile field and laser was inactivated and fiber removed. Fiber had broken.